Event description:
Additional information received. Patient was stable, programing changes are not made.

Event description:
Additional information received: it was reported that non sustained rv oversensing due to noise on the rv channel was observed on the remote transmission. No intervention was performed. Patient was doing fine and will be monitored regularly.

Event description:
It was reported that programing changes were made to resolve noise issue. Reoccurrence of noise on (B)(6) 2017 has been reported in MDR MFR number 34313.

Event description:
It was reported that when patient presented to ER after vibratory patient notifier went off for non-sustained ventricular over sensing. Review of episodes noted one t wave over sensing episode. Noise was observed on atrial and ventricular lead during arm movement and pocket manipulation. However was not sensed by the device. Programing changes were recommended, which will not be performed since the lead is on abrasion advisory. Patient and the lead will be continued to be monitored remotely. No further information is available at this time.